Manufacturer narrative:
(B)(4). If additional information becomes available a follow up emdr will be submitted.

Event description:
The nose on the valve (catheter) was broken. So it couldn¿t be connected with the vacuum-bottle anymore. Only a valve change was made. Neither patient injury nor medical intervention has been reported.